Manufacturer narrative:
B3: date is an estimate. Month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported their stimulator didn't work anymore and didn't do anything at all. Patient stated they increased their stimulation to 20 and they didn't feel the stimulation. Patient wanted their implant removed because the implant was under their back ribs and it was bumping into them and they hurt all the time. The patient was redirected to their healthcare provider to further address the issue.